Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones removal. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on an ovary"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge (odour / no odour)"), vulvovaginal mycotic infection ("vaginal yeast infections"), menorrhagia ("excessive bleeding during period (menorrhagia)"), hot flush ("hot flushes"), premature menopause ("early menopause"), heavy periods ("heavy periods every 6 months"), infection ("infections"), pain ("pain all over body aches / pain"), gastrointestinal disorder ("chronic gastrointestinal"), nausea ("nausea"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhoea"), dysgeusia ("metallic taste in the mouth"), dyspepsia ("heartburn"), headache ("headache"), migraine ("migraine"), vertigo ("vertigo"), paraesthesia ("tingling sensation in the hands"), hypoaesthesia ("numbness in the hands and legs, thigh"), mood swings ("mood swings"), depression ("depression"), depressed mood ("sad"), tinnitus ("ringing in the ears, pulsatile tinnitus"), chronic sinusitis ("chronic sinusitis"), epistaxis ("nose bleeds"), cough ("chronic cough"), asthma ("chronic asthma"), aphonia ("loss of voice"), mental impairment ("decreased brain function, brain fog, forgetfulness"), confusional state ("confusion, cloudiness"), amnesia ("short-term memory loss"), meralgia paraesthetica ("meralgia paresthetica"), burning sensation ("burning sensations between the fingers feet"), fatigue ("chronic fatigue"), allergy to metals ("allergies to nickel metals"), skin irritation ("skin irritation"), pruritus ("skin itching"), peripheral swelling ("swelling of the legs and feet"), tooth disorder ("dental problems"), gallbladder disorder ("gallbladder problems"), muscle spasms ("muscle spasms"), arthralgia ("joint pain, hips pain"), dry skin ("dry skin"), back pain ("back pain"), chest pain ("chest pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), spinal pain ("spine pain"), speech disorder ("speech disorder") and visual impairment ("vision problems, black spots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy with bilateral laparoscopic adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, ovarian cyst, bacterial vaginosis, vaginal discharge, vulvovaginal mycotic infection, menorrhagia, hot flush, premature menopause, heavy periods, infection, pain, gastrointestinal disorder, nausea, flatulence, constipation, diarrhoea, dysgeusia, dyspepsia, headache, migraine, vertigo, paraesthesia, hypoaesthesia, mood swings, depression, depressed mood, tinnitus, chronic sinusitis, epistaxis, cough, asthma, aphonia, mental impairment, confusional state, amnesia, meralgia paraesthetica, burning sensation, fatigue, allergy to metals, skin irritation, pruritus, peripheral swelling, tooth disorder, gallbladder disorder, weight increased, muscle spasms, arthralgia, dry skin, back pain, chest pain, pain in extremity, neck pain, spinal pain, speech disorder and visual impairment outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, aphonia, arthralgia, asthma, back pain, bacterial vaginosis, burning sensation, chest pain, chronic sinusitis, confusional state, constipation, cough, depressed mood, depression, diarrhoea, dry skin, dysgeusia, dyspepsia, epistaxis, fatigue, flatulence, gallbladder disorder, gastrointestinal disorder, headache, hot flush, hypoaesthesia, infection, menorrhagia, mental impairment, meralgia paraesthetica, migraine, mood swings, muscle spasms, nausea, neck pain, ovarian cyst, pain, pain in extremity, paraesthesia, peripheral swelling, premature menopause, pruritus, skin irritation, speech disorder, spinal pain, tinnitus, tooth disorder, vaginal discharge, vertigo, visual impairment, vulvovaginal mycotic infection, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-apr-2020. The most recent information was received on 13-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones removal. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on an ovary"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge (odour / no odour)"), vulvovaginal mycotic infection ("vaginal yeast infections"), excessive menstruation ("excessive bleeding during period (menorrhagia)"), hot flush ("hot flushes"), premature menopause ("early menopause"), heavy periods ("heavy periods every 6 months"), infection ("infections"), pain ("pain all over body aches / pain"), gastrointestinal disorder ("chronic gastrointestinal"), nausea ("nausea"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhoea"), dysgeusia ("metallic taste in the mouth"), dyspepsia ("heartburn"), headache ("headache"), migraine ("migraine"), vertigo ("vertigo"), paraesthesia ("tingling sensation in the hands"), hypoaesthesia ("numbness in the hands and legs, thigh"), mood swings ("mood swings"), depression ("depression"), depressed mood ("sad"), tinnitus ("ringing in the ears, pulsatile tinnitus"), chronic sinusitis ("chronic sinusitis"), epistaxis ("nose bleeds"), cough ("chronic cough"), asthma ("chronic asthma"), aphonia ("loss of voice"), mental impairment ("decreased brain function, brain fog, forgetfulness"), confusional state ("confusion, cloudiness"), amnesia ("short-term memory loss"), meralgia paraesthetica ("meralgia paresthetica"), burning sensation ("burning sensations between the fingers feet (big toes)"), fatigue ("chronic fatigue"), allergy to metals ("allergies to nickel metals"), skin irritation ("skin irritation"), pruritus ("skin itching"), peripheral swelling ("swelling of the legs and feet"), tooth disorder ("dental problems"), gallbladder disorder ("gallbladder problems"), muscle spasms ("muscle spasms"), arthralgia ("joint pain, hips pain"), dry skin ("dry skin"), back pain ("back pain"), chest pain ("chest pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), spinal pain ("spine pain"), speech disorder ("speech disorder") and visual impairment ("vision problems, black spots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterctomy with bilateral laparoscopic adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, ovarian cyst, bacterial vaginosis, vaginal discharge, vulvovaginal mycotic infection, excessive menstruation, hot flush, premature menopause, heavy periods, infection, pain, gastrointestinal disorder, nausea, flatulence, constipation, diarrhoea, dysgeusia, dyspepsia, headache, migraine, vertigo, paraesthesia, hypoaesthesia, mood swings, depression, depressed mood, tinnitus, chronic sinusitis, epistaxis, cough, asthma, aphonia, mental impairment, confusional state, amnesia, meralgia paraesthetica, burning sensation, fatigue, allergy to metals, skin irritation, pruritus, peripheral swelling, tooth disorder, gallbladder disorder, weight increased, muscle spasms, arthralgia, dry skin, back pain, chest pain, pain in extremity, neck pain, spinal pain, speech disorder and visual impairment outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, aphonia, arthralgia, asthma, back pain, bacterial vaginosis, burning sensation, chest pain, chronic sinusitis, confusional state, constipation, cough, depressed mood, depression, diarrhoea, dry skin, dysgeusia, dyspepsia, epistaxis, excessive menstruation, fatigue, flatulence, gallbladder disorder, gastrointestinal disorder, headache, hot flush, hypoaesthesia, infection, mental impairment, meralgia paraesthetica, migraine, mood swings, muscle spasms, nausea, neck pain, ovarian cyst, pain, pain in extremity, paraesthesia, peripheral swelling, premature menopause, pruritus, skin irritation, speech disorder, spinal pain, tinnitus, tooth disorder, vaginal discharge, vertigo, visual impairment, vulvovaginal mycotic infection, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.